Event description:
One pt sample with discrepant bicarbonate (co2) results. Initial result gave 13 mmol/l; repeated twice gave 20 and 27 mmol/l. Initial result was reported. Pt not adversely affected. The field service rep determined the cause of the discrepancy to be due to loose fitting for the cleaner solution and tightened/adjusted the fitting. Performance testing was performed and within specification.